Manufacturer narrative:
Since there are no defective parts,the component code is blank. This device is classified as import for export, therefore 510k is not applicable. Model ec38-i10cl-us is available in the USA with a 510k number k190805. Evaluation summary it was caused due to the improper connection of the leakage test adaptor of the aer of medivators on the scope connector. This report is being filed as part of the pentax backlog management plan.

Event description:
B3:date of event not known for the exact date, we just know the year the complaint was sent in to manufacturer. The time of event is unknown. There was no report of patient harm. Light is strobing. Plugged all scopes into imagina processor, all 3 have issues which appear to be close to the same. Plugged all 3 scopes into their other imagina processor, same issues unplugged & disconnected from gmed, same issues looked at aer connector tubing from medivators to imagina scope, looked free of fluid. Looked at leak tester leak test tubing no sign of fluid leak tester connection tubing to imagina scope did have signs of fluid, drops of water. Plugged in leak tester, submerged in water, could not replicate issue of fluid invasion with leak tester.